Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high and out of range defibrillation impedance. No intervention was performed. The patient condition was stable.